Event description:
Customer reports that tips are coming off the ejectors. All tips came off in pt's mouths. They were removed successfully by the dr or nurse either manually or with hemostats. No injury was reported.

Manufacturer narrative:
Problems were identified in the bond assembly of lots produced in the same time frame. Corrective action was initiated on the bond equipment. Also, additional production checks and qa testing for tip security were added.